Manufacturer narrative:
Based on the information provided at this time, we are unable to determine to what extent, if any the perfix plug may have caused or contributed to the patient¿s reported postoperative course. The contact was unable to provide specific details regarding the surgeries. As reported the mesh was removed approximately 5 months ago and the patient is now experiencing abdominal / groin pain for which he has not followed up with his doctor. At this time no conclusion can be made. The surgery dates documented in this report are estimated as the contact was unable to provide exact dates. Adhesion formation is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol on (B)(6) 2010 - the patient underwent an inguinal hernia repair and was implanted with a davol perfix plug. On (B)(6) 2012 - the patient underwent an unknown laparoscopic procedure due to groin pain, "a reaction" with inflammation, and was informed by the surgeon he had adhesions to the mesh. On (B)(6) 2017- the underwent an unspecified surgical procedure with explant of the perfix plug. The contact reports that the patient is currently experiencing abdominal / groin pain and states that he has not followed up with his doctor regarding this issue.